Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient received antitachycardia pacing therapy for av nodal reentrant tachycardia. Programming will be made, and patient will continue to be monitored.